Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test. The sensor failed due to low readings. The cannula was also observed to be split from the tubing and cannula bent as well.

Event description:
On (B)(6) 2014 13:37:45 (B)(6). Initial notes: cust sts he is getting cal errors and sensor errors. Inquired what led up to the complaint. Customer response: he had come in from working in the yard and it was time to calibrate. Calibration error alert (6 day) t/s per dop. Patient's bg is 66 mg/dl. Bg details: treated with food. Expl alarm and possible causes. Cust does not know current bg but sts he ate and is probably about 150. Verified alert in pump's history. Date and time of insertion: (B)(6) 2014.